Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a striated edge opening assessed as surgical damage. ¿ valve leak and/or damage: observed a crack on diaphragm valve assessed as to cracked valve seat diaphragm valve additional observations: ¿ crease flat observed in the device. ¿ wear abrasion observed in the device. ¿ white calcification observed in the device no further actions are required as the device was implanted.

Event description:
Healthcare professional reported "hole in valve" against left device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "hole in valve" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported, "deflation" against left device. Additionally, healthcare professional noted, "hole in valve". The device has been explanted and replaced.